Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately five years nine months following the implant of this transcatheter bioprosthetic valve within an existing surgical valve, a stroke was reported. The patient¿s family decided to put them in hospice where they ultimately died. Per the physician, the valve was stenotic. No adverse patient effects were reported.